Event description:
It was reported that this right atrial (ra) lead had been exhibiting high, out-of-range pacing impedance measurements of greater than 3000 ohms for over the past year. The clinician reported this was a known issue for them; the device had been reprogrammed to vvi mode and sensing in the ra lead was programmed on only for tachy discrimination. There were no plans at this time to perform any intervention for the ra lead. No adverse patient effects were reported due to this issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.